Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 3 pen ndl 32g 4mm hp 105 box de were damaged before use. The following was reported by the initial reporter: "defective thread".

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 12/15/2020. H.6. Investigation: three sealed 32g x 4mm pen needle cartons were returned from lot. No. 9324030, cat. No. 320561. Functionality testing was carried out on the returned samples and no issues were observed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. No issues were observed with the returned samples therefore no root cause can be identified.

Event description:
It was reported that 3 pen ndl 32g 4mm hp 105 box de were damaged before use. The following was reported by the initial reporter: "defective thread".